Event description:
A pt was placed on the cot and properly secured with belts/safety restraints and wheeled outside. There had been a heavy snowfall and the ground surface was uneven. When the emt let go of the cot and went to open the doors, the cot allegedly tipped over due to the uneven ground surface. The pt allegedly sustained fractured ribs which did not require medical intervention due to the age and medical condition of the pt.